Event description:
An operating room coordinator reported the system shut down on its own while in quadrant mode of a cataract with intraocular lens implant procedure. The system was rebooted and the procedure continued. They were preparing to use the cautery and noticed the plug was not in all the way. When re-seating the plug, the system shut down again. The system was rebooted and the case was completed with no patient impact.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative verified the coag voltages within specifications. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 18, 2010. Based on qa assessment, the product met specifications at the time of release. There was no problem found. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).